Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's caregiver reported on behalf of the customer who received "lo" (readings less tha 40 mg/dl) on the sensor compared to 407 mg/dl obtained on the competitor meter. Customer experienced sweating and was treated with 1 unit of insulin by a non hcp. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Device manufactured date has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Data was extracted from the returned sensor using an approved software. Sensor was found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no issues were observed. The sensor was reprogrammed and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's caregiver reported on behalf of the customer who received "lo" (readings less tha 40 mg/dl) on the sensor compared to 407 mg/dl obtained on the competitor meter. Customer experienced sweating and was treated with 1 unit of insulin by a non hcp. Based on the information provided, there was no report of death or permanent impairment associated with this event.